Manufacturer narrative:
H3 other text : the device is not availabel to the manufacturer.

Event description:
It was reported that during an internal carotid artery ica ophthalmic artery aneurysm procedure, the subject stent deployed prematurely within the microcatheter when adjusting the position of the subject stent in microcatheter. So the operator withdrew the microcatheter, stent and delivery wire out of the patient anatomy. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an internal carotid artery ica ophthalmic artery aneurysm procedure, the subject stent deployed prematurely within the microcatheter when adjusting the position of the subject stent in microcatheter. So the operator withdrew the microcatheter, stent and delivery wire out of the patient anatomy. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed. The distal coil wire of the stent delivery wire sdw was found to be severely stretched from proximal marker. The distal tip of the sdw had been pulled into the distal marker band of the petal and the core wire had broken off. The coil wire was stretched between the marker bands of the petal. The distal end coil wire was severely stretched from the epoxy junction when compared to a demonstration sdw. The core wire was broken between the petal distal marker band and the resheath pad distal marker band. The resheath pad distal marker band had been pushed approximately 1.8cm more distal. The resheath pad was loose and could be moved easily within the marker bands. Severe damage was noted at the distal end of the resheath pad. A piece of epoxy had broken off from the resheath pad distal marker band. The stent was found to be deformed with frayed braid edges and the wires were compressed at one end which prevented the stent from fully opening. The stent introducer sheath was not returned. Functional inspection of stent deployed prematurely during use functional test ¿ not applicable as the defect was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device was stryker microcatheter. The stent was deployed while delivering inside the microcatheter, so no need to be recaptured back. The position of the delivery catheter was confirmed by visualizing the radiopaque markers and the position of the flow diverter implant confirmed between the two marker bands. There was no resistance advancing the stent through the microcatheter. No devices were successfully placed using this catheter prior to the reported issue. No deployment was conducted. The fd unexpectedly deployed in the microcatheter when adjusting the position of the stent in microcatheter. After removal, the physician attempt to deploy the stent on the table (outside the pt. Body). The physician confirmed the tip was not damaged during use. No fragment was left inside the patient's vessel. It might be damaged during packaging or delivery. The patient's current condition is good. Discharged from hospital already. Product analysis found the stent had been deployed. It was found to be deformed with frayed braid edges and the wires were compressed at one end which prevented the stent from fully opening. Extensive damage was noted to the sdw. The distal coil wire of the sdw was found to be severely stretched from proximal marker. The distal tip of the sdw had been pulled into the distal marker band of the petal. The coil wire was stretched between the marker bands of the petal. The core wire was broken between the petal distal marker band and the resheath pad distal marker band. The resheath pad distal marker band had been pushed approximately 1.8cm more distal and the resheath pad was loose and could be moved easily within the marker bands. Severe damage was noted at the distal end of the resheath pad and a piece of epoxy had broken off from the resheath pad distal marker band. The damage noted to the returned device indicates that a significant force was applied during adjusting the stent in the microcatheter. An assignable cause of procedural factors will be assigned to the as reported ¿stent deployed prematurely during use¿ and as analyzed 'stent deployed prematurely during use', 'sdw broken/fractured during use', 'stent deformed', 'sdw deformed' and ¿stent failed/unable to open (when not implanted)¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.